Event description:
The following has been reported by the customer: writer primed line and hung bag of tpn with no issues. Writer was then alerted around 1900 that tpn was leaking from the pump." Writer went to inspect and found that tubing was indeed leaking from pump (at the green end of the rubber tip that goes into the pump). Writer removed tpn and hung d10 as per policy. No adverse events reported. More information is needed to complete the investigation.